Event description:
Female patient was being transported to room with a hausted stretcher. Stretcher brake was applied with difficulty. While patient was scooting from stretcher to bed, stretcher brake released and began to separate from the bed. The nurse used her body weight to keep stretcher in place. Staff was able to safely move patient to bed without any untoward effects.